Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that despite delivering multiple boluses, the patient¿s blood glucose (bg) levels were high while wearing the pod between 24 and 36 hours; however, no specific bg levels were provided. After realizing elevated bg levels, patient found the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. Cannula had inserted in the infusion site (abdomen), but was found bent upon removal. Ketones were also tested and the results were not reported, and additional method of treatment was not provided.